Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by stomach pain and cloudy fluid. The break in aseptic technique was further specified as the two ends touched during the connection. Four days later, the patient was hospitalized for peritonitis. The patient began treatment with vancomycin ip, 2 gram daily for peritonitis. The treatment was ongoing. A day after the hospitalization, the patient was discharged from the hospital. The patient was retrained on aseptic technique and recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.